Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Potential lot numbers: n3e0514lx and n3d0399lx. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colorectal - cancer resection procedure. After using the reload, on the upper rectum, the staplers were opened. In order to resolve the issue and complete the case, a new reload was installed. The surgeon manually stitched the incision, which extended the operation time by four additional hours. The patient had a leak. The patient was readmitted to the operating room again on the second day. Surgeon had to make an ileostomy to save the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the ileostomy was permanent.